Manufacturer narrative:
H4 - device manufacture date: correction manufacturer's investigation conclusion: the reported events of the centrimag motor stopping and damage to motor¿s cable was confirmed via analysis of the returned centrimag motor. The returned centrimag motor (serial number: (B)(6) was evaluated by service depot and product performance engineering alongside known working test centrimag equipment and a mock circulatory loop. Visual inspection of the returned motor revealed a tear in the cable¿s outer jacket, exposing the underlying layers and wires. During testing, it was attempted multiple times to increase the motor¿s set speed; however, the motor speed could not be adjusted and a m2: motor disconnected alarm would activate. The electrical integrity of the wires in the motor cable were the individually tested, and the white and black wires did not pass testing; these wires provide the output and input current for the bearing phases for a2 and b2 respectively. A section of the motor cable¿s outer jacket at the location of the damage was removed to inspect the underling wires, revealing that the white and black wires were damaged, exposing the inner conductors. Inspection of the wires revealed that the exposed inner conductors could have shorted to the shielding or to one another, which would result in the reported event. The reported event of the centrimag motor not functioning was determined to be due to damaged wires in the motor cable; however, the root cause of the damage to the wires and the motor cable could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag motor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. L) section 9 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. L) section 11.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including motor alarms, and the appropriate actions to take if the issue does not resolve. Centrimag motor instructions for use (rev. F) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when the site started to purge the pump, the engine stopped, and they realized that the cable was broken. The site changed the motor and had no problem. It was stated that there was a large cut found in the cable, and the connector cap was damaged. There was an m2 motor alarm, not recognized when connector to test console. It was stated that no other products were exchanged, and there were no patient related issues associated with the equipment exchange.